Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor system. Insulin squirted out during the manual prime. The device was not bumped or dropped. There was no water contact. The drive support cap was sticking out. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, peeling keypad overlay and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.